Manufacturer narrative:
Due to character restriction in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) alarm and automatic inflation failure. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (health effect: clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. The getinge field service engineer (fse) replaced the kit 5000 hr prevent maint and the equipment was thoroughly cleaned and serviced. The device successfully passed all factory-specified performance and safety indicators.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) experienced an alarm and automatic inflation failure. There was no patient harm or injury reported.